Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip nt was prepared per the instructions for use (IFU) and inserted without issues. However, during deployment, while retracting the actuator knob, the actuator knob was retracted further than expected, approximately 5-10cm) out of the clip delivery system (cds). The clip was deployed without further issues, reducing mr to a grade of 1. The patient was stable and in good condition. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The reported material protrusion/extrusion was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated, and the reported material protrusion/extrusion of the actuator assembly is a normal function of the device. There is no indication of a product issue with respect to manufacture, design or labeling.